Event description:
Customer alleges she keeps breaking the weld on the footrest. All orders under (B)(4). Not to replace without returning footrest for evaluation. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the left side footrest on the trhd22fr transport chair allegedly broke at the weld. This is a heavy duty transport chair and the consumer is under 130 lbs. Dealer inquired if the consumer was standing on the footrest and consumer denied. Footrest is being replaced. Damaged product is not being returned to invacare for an evaluation.